Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardiac monitor exhibited episodes labeled as atrial fibrillation. The physician believed these episodes were actually a sinus rhythm with frequent premature atrial contractions. No programming changes were made and the patient was stable.